Event description:
Patient reported being hospitalized (B)(6) 2025 due to blood infections of the chemo port. Onset/resolution dates/status of infection is unknown. Prior to being hospitalized patient only completed 3 days of current rx cycle. Patient advised they began two week antibiotic beginning (B)(6) 2025, during which time therapy will be suspended. Md is fully aware. Patient to follow up with md on (B)(6) 2025 and will resume therapy on (B)(6) 2025. No further information provided. Diagnosis for use: malignant neoplasm of sigmoid colon.